Manufacturer narrative:
The customer found that the waste line was clogged. The customer flushed the waste line, which repaired the leak. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a leak from the bath of the coulter act diff 2 analyzer. The instrument was generating vacuum errors when the leak was noticed. The volume of the leak was about 6 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.